Event description:
It was reported that the ilet user experienced high blood glucose of 349 mg/dl after forgetting to announce a meal and was guided to perform a supply change. The event involved an improper or incorrect procedure related to the user interface. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified involving a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.